Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call to have received a battery out limit alarm after battery change. Customer's blood glucose was between 300 mg/dl and 400 mg/dl. Customer was assisted in clearing alarm. Customer was also assisted in reprogramming time and date. Customer reported that battery was out of insulin pump for greater time than allowed by pump. Customer was advised that insulin pump was working as designed.